Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had an alert for out of range shock impedances. Discussed changing the alert values so they could continue to monitor. The device and lead remain in-service. No adverse patient effects were reported.